Event description:
It was reported connector luer lock c35j had leakage issues. The following information was provided by the initial reporter, translated from japanese: "liquid leakage from the connection between the spike and injector."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-10-08. H6: investigation summary: one sample was provided and evaluated by our quality team for investigation, upon observation of the spike set and infusion bag, we found no abnormalities such as damage or molding defects. As a result, no abnormality was found in any of them, and no liquid leakage was confirmed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time, however it could be related to the rubber stopper of the infusion container and the bottle needle. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported connector luer lock c35j had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "liquid leakage from the connection between the spike and injector."